Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion set site changes were performed and the occlusion alarms continued. Troubleshooting was declined by the customer. Customer experienced an elevated blood glucose (bg) level and a 1.1 mmol/l level of ketones. Manual injections were administered to address bg.